Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00186389_1644408-2018-00138; 931-36-752, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Due to instability.